Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours their blood glucose level had rose to over 300 mg/dl. In addition upon initial activation the needle had not deployed and the cannula had retracted.

Manufacturer narrative:
The pod was received with the soft cannula deployed and formed needle retracted. After investigation of the needle mechanism, no issues were found that would result in the needle mechanism failing to deploy or the soft cannula retracting. The device ran for 1419 pulses and was deactivated by the user.